Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 5mg/ml and bupivacaine. It was reported that the patient's pump had reached end of service (eos) so the patient was scheduled for a pump replacement on (B)(6) 2026. The provider did a dye study to check the catheter on (B)(6) 2026 and was unable to aspirate. The physician elected to place a new 8780 catheter and tied off the old catheter in the pump pocket. He did not open up the previous spinal pocket to locate the an anchor or find what could have been a cause for the unsuccessful aspiration. The new catheter had good flow and was connected to then new pump. It was unknown if there were any external, environmental, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2012. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) ubd: 02-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.